Manufacturer narrative:
Corrected data d1 - brand name

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to upper and lower abdomen on (B)(6) 2016 using coolcore applicator, to the bilateral flanks on (B)(6) 2016 using coolcurve+ applicator, and to axilla on (B)(6) 2016 using coolmini applicator. The patient developed paradoxical hyperplasia (pah/ph) after treatment. Ph was described as the treated area being enlarged. On (B)(6) 2016, the patient was assessed by a physician who diagnosed the patient with paradoxical adipose hyperplasia (pah).

Manufacturer narrative:
This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to upper and lower abdomen on (B)(6) 2016 using coolcore applicator, to the bilateral flanks on (B)(6) 2016 using coolcurve+ applicator, and to axilla on (B)(6) 2016 using coolmini applicator. The patient developed paradoxical hyperplasia (pah/ph) after treatment. Ph was described as the treated area being enlarged. On (B)(6) 2016, the patient was assessed by a physician who diagnosed the patient with paradoxical adipose hyperplasia (pah).

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to upper and lower abdomen on (B)(6) 2016 using coolcore applicator, to the bilateral flanks on (B)(6) 2016 using coolcurve+ applicator, and to axilla on (B)(6) 2016 using coolmini applicator. The patient developed paradoxical hyperplasia (pah/ph) after treatment. Ph was described as the treated area being enlarged. On (B)(6) 2016, the patient was assessed by a physician who diagnosed the patient with paradoxical adipose hyperplasia (pah).